Event description:
The customer reports several lung transplant patients have had bronchial alveolar lavage (bal) specimens positive for mycobacterium immunogenum after bronchoscopies using disposable and reusable olympus scopes. The bal specimens were direct specimens that were not diluted. There is no ice/water introduced into the patients during the procedure. The customer randomly chose one bronchoscope to culture with sterile water, which was found to be positive for mycobacterium immunogenum. A physician at the facility observed a bronchoscopy and the lab processes for bal and saw no gaps in the procedures. The medivator automatic scope reprocessor (aer) was cultured (results not provided). The customer plans to culture the remaining 52 scopes in their fleet over the next month. The customer's internal lab is currently unable to perform environmental cultures on solid surfaces such as sinks, prep table due to type of swabs and process required. Additional information received from the customer 03feb2022: a table of seven patients affected, as well as scope cultures completed at the facility. This complaint will represent patient one listed on the attached table. Patient one was a 26 year old male weighing 62.7kg with a health history pertinent for idiopathic pulmonary hypertension, and lung/heart transplant. The patient had a bronchoscopy for the indication of pulmonary hypertension. The patient is being actively treated for +afb bal (treatment not specified). Patient's current condition is listed as "home". The model and serial number of the scopes used for the patient's bronchoscopy is report as : nd (B)(4). (B)(4) was cultured and found to be negative for afb (this report). Although this scope was found to be negative for afb, it is being reported due to the potential for cross contamination. Case with patient identifier (B)(6) reports patient 1 of 7 with mycobacterium immunogenum identified in bal (scope 1 used in procedure). Case with patient patient identifier (B)(6) also reports patient 1 of 7 with mycobacterium immunogenum identified in bal (scope 2 used in procedure). Case with patient identifier (B)(6): 8th related complaint reported by customer (positive scope culture-no patient involvement reported). Case with patient identifier (B)(6) reports patient 7 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6) reports patient 6 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6) reports patient 5 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6) reports patient 4 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6) reports patient 3 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6) reports patient 2 of 7 with mycobacterium immunogenum identified in bal.

Manufacturer narrative:
Adverse event is reported in related complaint. Adverse event is reported in related complaint. The model number provided by the customer is unknown to olympus. The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. On mar 10, 2022, two olympus endoscopy support specialists visited the user facility. During the onsite reprocessing in-service, the ess observed the scopes were being improperly reprocessed as follows: a. Inappropriate leakage testing method: not perform angulation with placing whole scope under water, after leakage test, took out just the scope-connector from the water and disconnected the scope from the leakage tester, mb-155. B. Inappropriate brushing method: not perform brushing from suction cylinder into channel appropriately. C. Inappropriate usage of suction cleaning adapter: maj-222 was not attached. Not suctioning detergent after using syringe. The ess covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. As noted, the model number provided by the customer was not valid per olympus. However, based on shipping records, (B)(6) is associated with model number bf-p190. The manufacturing date for this product is 23-july-2017. The device history record was reviewed for this model and found no deviations that could have caused or contributed to the reported issue. The UDI for this model is 04953170342110. Based on the results of the investigation, the relationship between the patient infection/positive culture and the device cannot be confirmed. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.